Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12c17087 and h12b27047 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the patient contacted baxter technical services (bts) regarding a service alarm on the home choice (hc) device and stated that she had an infection and the fluid was discolored (onset date not reported). Upon follow up the nurse reported the following. On an unreported date, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and discolored fluid. On (B)(6) 2012, the patient was hospitalized for the event. On (B)(6) 2012, the patient was treated with vancomycin and tazicef. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was again hospitalized for peritonitis. On (B)(6) 2012, (B)(4) was withdrawn and the patient was discharged from the hospital. On (B)(6) 2012, vancomycin ip was withdrawn. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.